Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored and no unexpected low battery alert, failed battery test, battery out limit, or excessive no delivery alarms occurred during our testing. No damage was found on the lcd isolation tape during visual inspection. The low reservoir alarm feature is working properly. Unable to verify battery cap damage due to pump received without the original battery cap. The insulin pump had minor scratched lcd window, case cracked at the reservoir tube window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display, failed battery test alarm, off no battery alarm and battery out limit. Customer's blood glucose at time of incident was unknown. The customer was advised to insert new battery and display return. The customer was advised to monitor pump and we will send battery cap. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is quarter inch crack on frame around reservoir window right hand corner. The customer was advised that pump will be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with pump. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.